Event description:
Information was received from a consumer regarding a patient who had an external neurostimulator (ens). It was reported that the patient tested positive for a urinary tract infection (uti) and that all of her data was worthless and skewed. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s last uti was on (B)(6) 2017, the cause of the uti was self-cathing, the uti was related to the patient¿s underlying urinary dysfunction and not related to the device/therapy, and medication was used to resolve the uti. No further complications were reported/anticipated.